Manufacturer narrative:
Correction: device evaluation: upon complaint review, it was determined that the following statements were inadvertently left out of the device evaluation on the initial report: it was determined that due to the defect, it was concluded that the device was locked because the bearings, sealing rings and case were damaged due to faults in the cleaning and lubrication processes causing oxidation of the parts. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed and was moving heavily. It was further determined that the housing was damaged and the trigger was broken. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 watt, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism and general condition. It was noted in the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.